Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex st device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided,no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol ventralex st. The patient is making a claim for an adverse patient outcome against the ventralex st. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol ventralex st. The patient is making a claim for an adverse patient outcome against the ventralex st. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with incisional hernia thereby underwent laparoscopic repair converted to open repair with the implant of ventralex st. Per operative notes, ¿multiple intra-abdominal adhesions were present to the previously placed mesh. The edges of the incisional hernia were dissected out from the subcutaneous tissues. Then ventralex st was placed just underneath the fascia on top of rectus muscle and sutured.¿ (note: the previously implanted mesh was unknown) (B)(6) 2017 - patient was diagnosed with abdominal pain thereby underwent exploratory laparoscopic repair with removal of ventralex st mesh. Per operative notes, ¿the scar tissue was noted and the ventralex st mesh was below the anterior rectus sheath in the rectus space. All the meshes were removed along with the sutures. Then a biologic mesh was placed.¿ attorney alleges that the patient had adhesions, pain, hernia recurrence and emotional injuries. It was also alleged that the patient had additional surgery, mesh removal and cortisone injections.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol ventralex st device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 years 9 months post implant of ventralex st, patient was diagnosed with scar tissue and abdominal pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list pain as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-nov-2011) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.